Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt experienced multiple falls and subsequently her stimulation changed. The pt is now reportedly experiencing uncomfortable stimulation from her scs system. An sjm rep met with the pt but was unable to provide effective stimulation through reprogramming. Surgical intervention may take place at a later date to address the issue.